Event description:
The patient reported that the meter was set to mmol/l, instead of mg/dl. The patient did not alege harm. They reported that they received medical treatment from a medical professional; however, no further information was provided. The customer service representative confirmed that the meter was previously set to the correct unit of measurement and that pt had not recently changed the unit of measurement in the meter settings. Issue was not resolved through troubleshooting. Patient's meter was replaced.